Event description:
It was reported that during surgery, the surgeon had difficulty driving the screw into the acetabular cup hole. Switching to automated, battery powered impaction to strike the screwdriver caused the screw to go past the cup's screw hole. There are no plans to remove the screws. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00625006520. Lot# 66159892. Bone screw self-tapping. E1: phone: (B)(6). G2: foreign, event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.